Manufacturer narrative:
Cynosure's clinical team investigated the event and confirmed user error was involved. Photos of the patient was provided and clinical determined patient was incorrectly assessed. Patient's fitzpatrick appears to be fitz IV but was assessed as fitz vi. Site did not perform a test spot prior to treatment although recommended per labeling. Labeling also instructs: larger spot sizes with lower fluence should be used in highly pigmented tattoos, as well as with tattoos on extremities. Site performed treatment with 4mm tip on the extremity of patient's wrist and ink was dense and black. Cynosure medical director also reviewed the incident and suspects spot size was too small given the dense black ink and the fitzpatrick of the patient. Per cynosure medical director: patient's wrist has partial thickness burn and flank full thickness burns. Some level of scarring is expected. Patient is advised to follow up with someone skilled with burn treatment. Patient was given topical silvadene as preventative medication. The device was evaluated and found to be operating as intended within specification. Complimentary virtual training was dispatched to the site. Burns are expected side effects from laser treatments, however permanent scarring is a likely outcome and therefore reportable.

Event description:
It was reported that patient experienced a burn following a tattoo removal treatment using picosure.